Manufacturer narrative:
This lead had not yet been returned for analysis. Should additional information, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.